Event description:
It was reported that a lead integrity alert (lia) was received for the right ventricular (rv) lead. Oversensing and noise were observed on the rv lead, and the lead exhibited high impedances and was confirmed to be fractured. The lead was programmed off, then subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.